Event description:
Account states that 10 to 15 ul of elution buffer is being left behind in the heat block at the end of an extraction run and the account is only recovering 35 to 40 ul of final elution to use for downstream applications.